Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The exp date is currently unavailable. The complaint device is not being returned, it was discarded, therefore unavailable for a physical evaluation. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. A non-conformance search was performed for this product code 210813-lot #3727527 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic bankart repair surgical procedure, it was observed that the connection between the inserter and anchor on the gryphon p br ds anchor w/oc device broke while attempting to insert the anchor to patient¿s body. According to the reporter, the tip of the inserter did not break and nothing fell into the patient. The implant in question was already disposed. The surgeon got used to handle the implant and this surgery was performed as usual at the time of the event. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. The backup device was used to complete the case. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.